Event description:
The customer stated, she was hospitalized due to hyperglycemia. The reported blood glucose reading was 553 mg/dl. The customer stated that during the week prior to the event, she was experiencing high blood glucose levels at night. The customer was advised to speak with her dr to possibly adjust her basal rates at night. The customer was advised to revert to a backup plan until a replacement insulin pump could be delivered to her.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.